Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer did not follow 2 high blood glucose rule. The set came off and customer was not aware it came off. The customer did not remember when the last set change was made. Programming was checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming was correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.